Event description:
It was reported that the rigid video scope had an image that has colorful spots. The issue occurred during preparation for use for a therapeutic laparoscopic surgery. There were no reports of patient harm.

Manufacturer narrative:
E1 - address 1: no. (B)(6) hospital no information available for the occupation of the initial reporter or whether they are a healthcare professional the evaluation of the event is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the rigid video scope had an image that has colorful spots. The issue occurred during preparation for use for a therapeutic laparoscopic surgery. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation and additional information provided by the customer. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunction was identified during the device evaluation: connection failure a root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: caused by a component failure or connection failure related to image signal transmission within the insertion section, but the cause of the insertion section failure could not be determined should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.